Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer changed site location and administered a bolus via the pump to address bg level. The customer re-loaded the cartridge to resolve the issue.